Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile changes w/moisture) issue; moisture inside the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 10/02/2014. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: on examination, the keypad was intact without damage. The keypad cover was removed and did not reveal any evidence of damage, defect or contamination of the button contacts. On investigation, the pump did not power on. The functionality of the keypad buttons was not able to be tested due to the pump¿s inability to power on. Unrelated to the original keypad complaint, the battery compartment was found to be cracked. Leak testing revealed a leak at the battery compartment. The pump was opened for investigation and revealed moisture damage inside the pump and in the battery compartment.